Event description:
It was reported that during an abdominal hysterectomy procedure, at the shears bottom part, the part, where there is the exchange of the ions, has detached from the shears. The doctor did not use the product that presented the problem in the surgery. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was returned in good physical condition with the blade tip intact and not broken off as reported by the customer.the device was tested with both the gen04 and gen11 generators and was functional. There were no anomalies noted with the functionality of the device. It is possible that the device returned may have been used to complete the procedure and is not the device complained about.